Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated pacing capture threshold in the rv was rising and there was oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was reported that during a follow-up clinic visit, the pacing portion of the patient's right ventricular (rv) lead had rising impedance. Interrogation of the device showed a polarity switch, high impedance, and increasing thresholds thought to be related to a possible fracture. Initially, the sensitivity of the lead was reprogrammed to decrease muscle noise and a potential lead revision was scheduled. The rv lead was eventually capped and replaced. No patient complications have been reported as a result of this event.